Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was intermittently unable to charge despite using multiple usb cables, wall adapters and power sources. Subsequently, the pump shut down. The customer went to the emergency room and was hospitalized "around (B)(6) 2019" due to a blood glucose (bg) level above 600 mg/dl with moderate ketones. Customer was treated with intravenous fluids and insulin and was released the following day with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.